Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Lot number was not provided so device history record review cannot be performed. The contribution of the device to the event as reported could not be determined as the device was not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation. If the device is returned and additional information is obtained, a follow-up report will be submitted. The potential cause(s) of this event will be communicated to the event reporter. Device was discarded by the facility.

Event description:
It was reported that the implant pulled out of the bone. Procedure was a speed bridge. The patient began to have pain during physical therapy. After follow up with surgeon, it was noticed that the implant had pulled out of the bone. Revision was performed on (B)(6) 2014 removing the implant and moving the repair down covering the prior hole. A corkscrew and swivelock were used to complete the case. Pt fine to date.